Manufacturer narrative:
(B)(6). Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that their thermometer allegedly provided a false negative temperature reading when used on their 2-year-old child. The device allegedly displayed a temperature of 34°c. Approximately one hour later, the child's condition worsened. The child was evaluated by a physician, who measured a temperature of 39.4°c using an unspecified device. No additional medical information was provided. (B)(6). Has requested that the product be returned to our company for testing.